Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event-no information has been provided to date.

Event description:
It was reported that the stopcock had cracking and leaking which occurred during use. A replacement stopcock had to be used each time. The fault occurred every time the device was used with a patient and patient had central line-associated bloodstream infection (clabsi). There were patient involvement and patient harm.

Manufacturer narrative:
B1 - adverse event/product problem; adverse event, product problem. B2 - outcomes attributed to ae; life threatening. H1 - type of reportable event; serious injury. Central line-associated bloodstream infection. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.